Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The error was confirmed and the battery charger 2 was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient involvement. It was reported a "e25" error code was seen on the imaging system (also reported as faulty). The suspected cause was electrical fault; suspected charger board 2 failure. No further information was provided. No complications were reported/anticipated.